Manufacturer narrative:
Zimvie complaint number (B)(4)..

Event description:
It was reported that an unknown zimmer screw fractured in the patients mouth. Tooth #14. Requested screw removal tools for surgeon to remove broken portion.

Manufacturer narrative:
Zimvie did not receive one (1) unknown zimmer screw for evaluation. Visual inspection could not be performed. The investigation has been performed based on the available information using the item number, device history record (DHR) review, and risk management file (rmf). DHR and complaint history review could not be performed since the lot and item number were not provided and unknown. However, zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product. The customer did not submit images for the reported event. Based on the investigation and risk management file review as per rm-00556-haz rev 6, the most likely root cause determined from the investigation was patient factors therefore, based on the available information, a device malfunction could not be verified. Without device receipt, the reported event is non-verifiable. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation. The following sections have been updated: b4: date of this report g3: date received by manufacturer g6: checked "follow-up" h6: entered evaluation codes h10: added manufacturer narrative.

Event description:
No further event information available at the time of this report.